Event description:
Procedure type: hand assisted lower anterior resection. According to the reporter: a linear stapler was used to transect the sigmoid low in the pelvis. Then the eea was used to create the anastomosis. The air test during he procedure was good. Seven days later, pain occurred and a leak was found on the lateral/anterior portion of the circular staple line. Approx at the point where the distal end of the linear staple line meets the circular staple line. The anastomosis was taken down and a colostomy was set up as there was not enough tissue left over to reconnect. The original anastomosis was extremely low.

Manufacturer narrative:
Initial report sent: 12/3/2007.